Event description:
According to the reporter, several hours after laparotomy, the patient developed post-operative bleeding, resulting in compression and hemostasis. It was found that hemostasis was achieved during surgery. The procedure was external compression and the patient had no anemia. The symptoms did not improve after discharge, so the emergency care physician performed an emergency procedure to puncture the hematoma and exudate. Two days later, the surgeon performed further removal of the hematoma. Wound incision of approximately 3 cm was required. There was no extension of hospitalization, but additional treatment and follow-up observation time was increased compared to the past.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.